Event description:
This is the same case and patient as MFR report # 3005099803-2011-01587. This report pertains to the second of two devices. It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6) 2008. According to the complainant, the patient is experiencing recurrent pelvic discomfort and pain, mesh erosion, and dyspareunia. The exact date of onset for each is unknown. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown and reportedly unavailable.